Manufacturer narrative:
(B)(4).

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. It was reported there was a sudden loss of therapy, noting urinary frequency on (B)(6) 2016. When increasing settings, the patient saw the upper limit reached icon. It was noted the patient increased settings when she could not hold her bladder any longer. Cause, actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information.